Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2013 with the following findings: the keypad was fully intact, with no peeling or damage observed. The contrast, up, down and ok buttons responded when tested. The keypad was removed to investigate and no evidence of keypad contamination was observed under contrast, up, down and ok contact buttons. Moisture corrosion was observed on internal components. Unrelated to the initial complaint, the pump was booted to the verify screen with dim pink contrast. The pump cover was removed and replaced with a new test screen. Contrast returned to normal with test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated all buttons were affected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.